Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 13 events were reported for this quarter. 8 devices were received for evaluation. 5 device was not available to stryker for evaluation. 3 events were not confirmed during testing; however, the device was found to be affected by corrosion. 2 events were not confirmed during testing; however, the device was found to be affected by a worn rotor shaft assembly. 1 event was confirmed during testing; the device was found to be affected by corrosion. 2 events were confirmed during testing; the device was found to be affected by a worn rotor shaft assembly. 8 devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 13 malfunction events in which the device reportedly overheated. 8 events had no patient involvement; no patient impact. 2 events had no known patient involvement or patient impact. 3 events had patient involvement; no patient impact.